Manufacturer narrative:
E1: initial reporter phone no. (B)(6). The device was received for evaluation. A review of the event history log did not identify any abnormalities that would have contributed to the reported condition. During functional testing, the key ejection issue was not reproduced. The device was able to be successfully loaded and a set ran without discrepancies. The set was loaded several times to ensure the slide clamp functionality and the key ejected as intended. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a novum iq large volume pump did not eject the key. This was observed during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.